Event description:
It was reported that the original surgery was a lymph node biopsy performed in 1999. During this procedure the physician noted a hernia and repaired it with a mesh product. Patient experienced pain at the incision site, which traveled down the inguinal canal. Removal of the mesh was undertaken in 2000.